Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary stenting treatment procedure, myocardial infarction occurred. The 95% stenosed target lesion was a de-novo lesion, with a length of 6mm and a reference vessel diameter of 2.75mm and a bifurcated lesion located in the proximal left anterior descending artery a 2.75 x 8 mm taxus liberte stent delivery system (sds) was used to treat the target lesion after pre-dilatation with an unspecified balloon, with 0% residual stenosis. After the procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject was diagnosed with st elevation myocardial infarction and was hospitalized on the same day. Target vessel revascularization was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the subject presented with substernal chest pain associated with shortness of breath and nausea and was hospitalized on same day. EKG revealed st elevations with hyperacute t waves in the anterior leads and cardiac enzymes were elevated. Ivus revealed very late thrombosis and undersized study stent. Furthermore, it showed reference vessel diameter distal and proximal 3mm with severe de novo disease at the edge of study stent which propagated into 'distal stent'. Positive remodelling was noted, although study stent was well opposed to wall. The subject was referred for percutaneous coronary intervention (pci). At the time of event, the subject was on aspirin only as study drug was last taken in (B)(6) 2013. The 100% stenosis located in the proximal left anterior descending (lad) artery with timi 0 flow and was treated with thrombectomy. Post thrombectomy, the subject experienced idioventricular which degenerated into ventricular tachycardia, asymptomatic and reversed on its own. In addition, the subject was treated with lidocaine with no further ventricular arrhythmias. The proximal occluded lad was then treated with placement of a 3.00 x 20 mm xience stent with 0% residual stenosis and timi 3 flow. The events were considered resolved without residual effects and the patient was discharged on aspirin and effient.